Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open partial lung resection procedure. The stapling device was being used for the resection. However, the stapler only cut and did not deploy staples. There was bleeding that occurred. A new reload was used to control the situation.